Event description:
According to the reporter, the doctor implanted a semi-permanent dialysis catheter into the left internal jugular vein of the patient in the interventional operating room. After the catheter was successfully implanted, the doctor repeatedly pumped blood from the arterial and venous ends of the catheter to test the blood flow and found that the clear silicone tube at the venous end of the catheter near/close to the tube body where it is pooled (not near the luer fitting) ruptured and leaked blood. The reported catheter was immediately pulled out and replaced. A new catheter was inserted to the patient as a remedial action and was checked repeatedly after placement to ensure the normal use of the catheter. And the sales company and the manufacturer's representative was immediately contacted. It was stated that by implanting a central venous catheter kit, the pain of puncture during dialysis was relieved, and blood flow was ensured to achieve adequate dialysis. There was no luer adapter issue, there was nothing unusual observe on the device prior to use, flushing was done prior to use (because of the clear liquid, no oozing blood was found during flushing), no other defects/damages were found on the product where the leak/rupture was observed, no other products were utilized with the device, and no excessive force was used. The insertion site was treated with disinfection (iodine volts) prior to product placement, cleaning method used on the device was saline flushed, and iodophor was utilized to clean the adapters (only the connectors are cleaned with detergent). Intervention/treatment was not needed as a result of the event. Due to reinsertion it added to the pain of the patient. The patient had a little unspecified amount of blood loss and there was no intervention performed due to the blood loss. The patient was stable right after the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, e1(first name, last name, street 1, region and phone number), e3, g3, h6, rfr/fdd code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor implanted a semi-permanent dialysis catheter into the left internal jugular vein of the patient in the interventional operating room. After the catheter was successfully implanted, the doctor repeatedly pumped blood from the arterial and venous ends of the catheter to test the blood flow and found that the venous transparent silicone tube of the catheter near/close to the tube body/the hub (not near the luer adapter) ruptured and leaked blood. The reported catheter was immediately pulled out and replaced. A new catheter was inserted to the patient as a remedial action and was checked repeatedly after placement to ensure the normal use of the catheter. And the sales company and the manufacturer's representative was immediately contacted. It was stated that by implanting a central venous catheter kit, the pain of puncture during dialysis was relieved, and blood flow was ensured to achieve adequate dialysis. There was no luer adapter issue, there was nothing unusual observe on the device prior to use, flushing was done prior to use (because of the clear liquid, no oozing blood was found during flushing), no other defects/damages were found on the product where the leak/rupture was observed, no other products were utilized with the device, and no excessive force was used. The insertion site was treated with disinfection (iodophor) prior to product placement, cleaning method used on the device was saline flushed, and iodophor was utilized to clean the adapters (only the adapters were cleaned using a cleaning agent). Interv ention/treatment was not needed as a result of the event. Due to reinsertion it added to the pain of the patient. The patient had a little unspecified amount of blood loss and there was no intervention performed due to the blood loss. The patient was stable right after the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, the doctor implanted a semi-permanent dialysis catheter into the left internal jugular vein of the patient in the interventional operating room. After the catheter was successfully implanted, the doctor repeatedly pumped blood from the arterial and venous ends of the catheter to test the blood flow and found that the silicone tube at the venous end of the catheter ruptured and leaked blood. The reported catheter was immediately pulled out and replaced. A catheter was then re-inserted and was checked repeatedly after placement to ensure the normal use of the catheter. And the sales company and the manufacturer's representative was immediately contacted. It was stated that by implanting a central venous catheter kit, the pain of puncture during dialysis was relieved, and blood flow was ensured to achieve adequate dialysis. Due to reinsertion it added to the pain of the patient. There was no reported patient outcome.